Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results from one patient on a cobas integra 400 plus analyzer. The sample initially resulted as 1.71 mg/dl and repeated as 1.17 mg/dl. This prompted the customer to perform a precision study with the sample. The precision study yielded the following crep2 results: 1.91 mg/dl, 1.18 mg/dl, 1.20 mg/dl, 1.18 mg/dl, 1.17 mg/dl, 1.21 mg/dl. 1.17 mg/dl, 1.17 mg/dl, 1.18 mg/dl, and 1.19 mg/dl. No questionable results were reported outside of the laboratory. It is unknown which result was deemed correct. The reagent lot was 62066601 and the expiration date is 30-nov-2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Based on the calibration and qc data provided, a general reagent issue can be excluded. The field service engineer (fse) performed preventative maintenance and probe replacement after the event. No further issues were reported after the fse visit. The service maintenance actions performed by the fse resolved the issue.